Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal sheath of the delivery system was entrapped or bent in the reported steep bifurcation such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation/deployment failure; however this cannot be confirmed. Additionally, interaction with the anatomy/other devices and/or manipulation of the device possibly resulted in the reported tip material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was received: pre-dilatation was performed with a 6x40mm balloon prior to use of the supera. A 6f, 10cm non-abbott sheath was used. Fluoroscopy was used during deployment and removal of the supera device. A 7.0x40mm non-abbott stent was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in the popliteal artery. During implantation, the stent stopped deploying and was described as feeling "stuck." The stent moved into the superficial femoral artery (sfa), still half deployed. The stent delivery system was removed, but the stent and nose cone stayed within the sfa. A 2.0 balloon was inserted and lightly inflated 2.0 balloon (2atm), then the stent and nose cone were removed via the sheath after pulling them both through the entire sfa. There was no adverse patient effect. The popliteal was then stented via a non-abbott device. No additional information was provided.